Event description:
The company was informed that the pt had serous drainage from the implant site. The pt was prescribed antibiotics (type unk). The pt's ear was cleared from the drainage. The pt continues to be monitored by the clinic.